Event description:
Between june and september 2002, twelve cases were reported of inflammation at the entry site 10-20 days after a radial artery procedure. The sheath was placed via the radial artery approach by a percutaneous stick after prepping with betadine. The sheath was in place between 8 and 17 mintues while multiple catheter exchanges were conducted. After conclusion of the angiographic procedures, compression of the area is completed by utilizing a hemaband.